Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, attempted pump reset with guidance, experienced recurring malfunction, and was provided replacement pump under warranty; customer planned to use multiple daily injections as backup therapy and was instructed to place pump in storage mode and return it using prepaid label, which customer acknowledged.